Event description:
It was reported that the patient experienced increased baseline spasticity, feeling shaky and itchy. It also felt "like anchor in spine is more blunt than usual". No issues were identified in the pump logs. It was also reported that the patient began having symptoms in 2009 which increased in severity by the next 2 days. On that date, the patient presented to the clinic in baclofen withdrawal. The patient was given 30 mg of baclofen and 10 mg of valium orally to help control the spasms. This also helped with the shakiness, not very helpful for the itching. Pump analysis revealed no volume discrepancies; the calculated volume was 6 ml and the actual volume was 6 ml. The logs revealed no motor stalls. An x-ray revealed no obvious breaks or disconnections in the catheter. After this dye study was performed under fluoroscopic guidance, using the side access port. Spinal fluid returned easily. Three ml of omnipaque dye was introduced. Although it appeared that the catheter was filling, there was never a flush of dye into the cerebrospinal fluid at any point along the catheter. It was concluded that the catheter was non-functional. Following the study, a priming bolus was performed to clear the dye. The patient was admitted to the hospital. The oral baclofen and valium were continues and benadryl was given for the itching. In the following day, the hcp elected to refill the pump prior to surgery since the patient had been scheduled for a refill the following week. The pump was refilled with 40 ml and programmed to continue at 739.9 mcg/day. On that day, the catheter was revised. Just distal to the anchor, there was a right angle in the catheter. A leakage of spinal fluid and a break in the catheter were noted. A section of catheter was removed then spliced together. The wound was irrigated with bacitracin and then closed. The patient was extubated and transferred to the recovery area in stable condition. The patient was discharged home in the next day with no difficulties; all symptoms of the baclofen withdrawal were resolved at the time of discharge. The patient was scheduled for a pump refill on about 3 months. The patient outcome was recovered without sequelae.